Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the physician could not advance the push peg over the guidewire. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the physician could not advance the push peg over the guidewire. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An external examination of the device revealed three longitudinal cuts in the thermoformed tubing adjacent to the outer ring. Each cut was approximately 1 centimeter long. A functional evaluation was preformed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled by cutting off the outer ring and then removing the thermoformed tubing and silicone tubing from the barbed connector. The barbed connector was pin gauged and it was found to be partially occluded. The inner diameter would only accept a .031" pin gauge, specification is .036" to .040". The barbed connector was found to be partially occluded on the threaded end of the connector. Microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have formed a ring around the inner wall of the cannula. The condition of the returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the connector. Visual examination of the barbed connector found it to be partially occluded with adhesive. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing. A CAPA is ongoing related to this issue. A review of the device history record was performed for lot 14004610 and revealed no issues related to this complaint.